Event description:
On 10/02/2006, nellcor rec'd a report that, the end user was experiencing difficulty with leaks between the inner and outer cannula's. At that time, the info did not indicate replacement of the tubes was required as a result of the reported leaks. Nellcor was attempting to collect further info related to this report. On 11/06/06, the customer contacted nellcor and stated that the they have a total of 3 occurrences of leaks between the inner and outer cannula where replacement of the tube was required. The caller reported that the sample associated to this report is not available for investigation.

Manufacturer narrative:
Investigation of this report is currently in progress.